Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the adhesive was returned. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor fell off during wear. As a result, the customer experienced symptoms described as stroke and dizziness and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin for the diagnosis of hyperglycemia and also provided the customer with unspecified hypertension medication. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor fell off during wear. As a result, the customer experienced symptoms described as stroke and dizziness and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin for the diagnosis of hyperglycemia and also provided the customer with unspecified hypertension medication. No further information was reported. There was no report of death or permanent injury associated with this event.